Event description:
It was reported that, the patient experienced rising blood glucose levels after changing their supplies. Upon inspection, the patient found that the cartridge was leaking and replaced it, which allowed blood glucose levels to stabilize. The patient inquired whether this was a common issue, and the agent advised that it was not. The agent also confirmed that the patient was not overfilling the cartridge and was inserting the cartridge before connecting other components. The cartridge had been discarded by the patient, and no lot numbers were available for reference. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.